Event description:
During a remote follow-up, episodes of oversensing and a loss of low voltage output were noted on the device. The patient presented in clinic for provocative testing, episodes were reproduced with deep breaths but were inconclusive with isometric movements. Device reprogramming is anticipated. The patient was stable and will continue to be monitored.

Event description:
Additional information received indicated the device was reprogrammed to resolve the event. The patient was stable.